Event description:
This is a solicited case report received from a consumer is the united states and detected on (B)(6) 2014 via an essure generic aol/active online listening activity. The report refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted. Report stated 'one girl on here had to get her fallopian tubes removed because of it'. No information was given on consumer's history, past drugs, concomitant medication and concurrent conditions. On an unspecified date, the consumer had essure (fallopian tube occlusion insert) implanted for birth control. Reporter stated she has been told by a lot of people to stay away from essure, one girl on here had to get her fallopian tubes removed because of it. No further information was provided.